Event description:
Attempting to set up cvvh [continuous veno-venous hemofiltration] for patient. Unable to prime using filter stock from our floor. All had lot number 50878020. Acquired a different lot number from ticu [trauma intensive care unit] filter and was able to set up machine no issues. This was figured out through trial and error using 3 machines and multiple filters. All giving "waist line exit" error and unable to finish prime with said lot number. Unsure if lot number has issue.